Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the hospital that the surgeon had the #1 permacord suture from the pro-knot anchor break during a shoulder case. The surgeon had to free hand drill the anchors without a guide because the pro-knot guide would not fit down the cannula and could not reach the glenoid. This was the 2nd anchor he put in of five total. The suture broke as the doctor was tensioning the pre-tied knot down with a second half hitch. The surgeon did not apply more force than he had on the previous anchor and knot. The anchor remained in the bone but the suture loop around the labrum was broken so the suture was removed. A drill was used and a new anchor was placed directly overtop of the previous anchor. There was not a patient consequence. It was not reported if there were any delays in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.